Event description:
The patient was admitted to the hospital due to lab blood glucose reading was possibly 35 mg/dl and patients suspect device at the same time was 100 mg/dl higher than lab. The patient was admitted and received plasma. The patient does not remember the exact values.